Manufacturer narrative:
The service technician was unable to verify the reported issue. Based on the onsite evaluation, it has been determined that the filter and water trap had been in use for a period of 8 days until change of fan. The overall functionality of the ventilator was evaluated and determined to be in working condition. There were no issues noted with the ventilator and it met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be submitted in a follow-up report.

Event description:
It was reported to vyaire the avea ventilator experienced an abrupt cessation while on a patient. The patient was ventilated until the ventilator was changed. There was no known patient harm.